Event description:
This is an international repor of a minicap, when tightened to the transfer set, cracked and betadine leaked out of it. There was patient involvemnet but no patient injury or intervention was reported at the time of initial reporting.

Manufacturer narrative:
(B)(4).the sample is available for evaluation. A follow-up report will be filed whent he evaulation is completed or should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). After an investigation was completed by the minicap supplier, it has been confirmed that this defect was caused by our minicap supplier during the manufacture process. The root cause was manufacturing issues-molding. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).